Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during a bolus. Reportedly, the customer saw small cracks on the bottom of the cartridge. Customer does not know if blood glucose level was impacted as the customer had not tested. Reportedly, the customer indicated that a new cartridge would be loaded.